Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device was difficult to prime, and on the third attempt the cannula self-activated. An x-ray was taken and showed insufficient cannula tang engagement. Upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the alleged cannula priming issues and the identified self-activation. The bent bumpers likely contributed to the identified failure to prime and self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue the top slide of the device allegedly became unable to be to primed. It was further reported that no coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the date. The date should have been reported as 06/18/2018. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device was difficult to prime, and on the third attempt the cannula self-activated. An x-ray was taken and showed insufficient cannula tang engagement. Upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the alleged cannula priming issues and the identified self-activation. The bent bumpers likely contributed to the identified failure to prime and self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue the top slide of the device allegedly became unable to be to primed. It was further reported that no coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device was difficult to prime, and on the third attempt the cannula self-activated. An x-ray was taken and showed insufficient cannula tang engagement. Upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the alleged cannula priming issues and the identified self-activation. The bent bumpers likely contributed to the identified failure to prime and self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The previously submitted emdr inadvertently left blank. The date on the emdr should have been reported as (B)(6) 2018. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue the top slide of the device allegedly became unable to be to primed. It was further reported that no coaxial was used and another device was used to complete the procedure. There was no reported patient injury.